Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. A preventative maintenance was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgery center was getting ready for a planned vitrectomy when the vitrectomy segment failed. It was stated the system primed successfully for the vitrectomy procedure, however, when the foot pedal was pressed, the vitrectomy failed to cut. An attempt to troubleshoot was made, but the system froze, and a backup was used. Although, it was reported there was a delay in between troubleshooting and switching over to a backup, the procedure was completed. No patient injury reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.